Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported air leak could not be conclusively determined.

Event description:
During an atrial fibrillation procedure, after insertion into the right atrium and before septal puncture, air was aspirated from the side port. Aspiration was performed several times, but the air could not be completely removed. The sheath was replaced, and the procedure was completed with no adverse consequences to the patient.